Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and identified multiple hardware malfunctions, including a scratched ise cup, an ise mix motor with insufficient rotation power and contaminated electrodes. The fse replaced the ise cup, the ise mix motor, the ise mixer, all tubing and na, k, and cl electrodes to resolve the issue. Following the repairs, the fse performed calibration and quality control with passing results. The fse verified the analyzer was back to normal operation. The customer was satisfied, and no further issues were reported. The probable cause was attributed to multiple hardware malfunctions. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). Beckman coulter internal identifier is case(B)(4).

Event description:
The customer reported obtaining erratic sodium patient results on their dxc 700 au clinical chemistry analyzer. Those erratic results were not released outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.